Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient's lead had low sensing and high threshold. During multiple attempts to change the lead location, the helix of the lead was diffcult to extract, it took several turns and it was blocked inside. The lead was explanted and replaced. No patient complications have been reported as a result of this event.